Manufacturer narrative:
Submit date: 2/22/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage on (B)(6) 2018, service found the unit had no audio upon start up.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the service technician found the unit had no audio¿. The unit was triaged and the reported condition was confirmed. After powering up the unit under testing no audio was observed. Additionally no audio was observed while on the volume control screen. Upon inspection of the main pcba component u14 was observed to be partially dislodged. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.